Manufacturer narrative:
Sections with additional information as of 20-jan-2021: h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. This event took place outside of the united states: ((B)(6)). Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 10.6, 9.7 and 9.4 mmol/l. The customers expected fasting blood glucose test result range is 5.9-6.7 mmol/l. .the customer is testing twice a day fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 7.7 and 7.6 mmol/l using the meter. Customer stated the product is stored in his work bag away from extreme temperature and direct sunlight. The test strip lot manufacturers expiration date is 09/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).